Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in an adult female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones and pregnancy. Previously administered products included for an unreported indication: depo-provera, nor-qd, mirena and micronor. Concomitant products included phenazopyridine hydrochloride (pyridium). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), anxiety ("psych injury: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage ("gen abnorm bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy full,supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 627312 manufacture date:2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in an adult female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, pregnancy, obesity, abdominal hernia repair, cholecystectomy, menarche and inflammation. Previously administered products included for an unreported indication: depo-provera, nor-qd, mirena and micronor. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2009 for contraception as well as phenazopyridine hydrochloride (pyridium). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), anxiety ("psych injury: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("gen abnorm bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy full,supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, anxiety, vaginal haemorrhage and depression had resolved and the urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 627312 manufacture date:2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: pfs received: event vaginal bleeding, anxiety, depression outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in an adult female patient who had essure (batch no: 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, pregnancy, obesity, abdominal hernia repair, cholecystectomy, menarche and inflammation. Previously administered products included for an unreported indication: depo-provera, nor-qd, mirena and micronor. Concomitant products included medroxyprogesterone acetate (depo provera) from on (B)(6) 2009 for contraception as well as phenazopyridine hydrochloride (pyridium). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), anxiety ("psych injury: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("gen abnorm bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy full,supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the anxiety, vaginal haemorrhage, depression and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Imaging procedure: on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 627312, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- urinary tract infection. Reporter information, cluster ID were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in an adult female patient who had essure (batch no. 627312) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones and pregnancy. Previously administered products included for an unreported indication: depo-provera, nor-qd, mirena and micronor. Concomitant products included phenazopyridine hydrochloride (pyridium). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), anxiety ("psych injury: mental anguish"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On an unknown date, the patient experienced genital hemorrhage ("gen abnorm bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy full,supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital hemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs received. Lot number was added. New events abnormal bleeding (vaginal), depression was added. Updated event psych injury to mental anguish. Event onset date was updated. Concomitant condition, concomitant drugs, lab data, reporter, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen abnorm bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: received treatment for pain, bleeding: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury to herself were updated to pelvic pain, abdominal pain, dysmennorhea, menorrhagia, gen abnorm bleed, bladder/urinary problems, psych injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.